Event description:
It was later reported that the patient presented to the emergency room (ER) with a significant return of her spasticity. Upon x-ray evaluation, it was determined that her catheter was fractured. Her withdrawal symptoms were managed and her catheter was removed (except for the portion that was in the intrathecal space). A new catheter was implanted (B)(6) 2011. The patient was then re-started on lioresal 500 mcg/ml concentration at a daily dose of 100 mcg/day. The patient recovered without sequela.

Event description:
Additional information: the patient experienced the following withdrawal symptoms: itching, increased spasticity, and irritability. The patient did not have these acute symptoms at the time the dye study was performed. In regards to not being able to aspirate through the side port, "films were taken". The rotor study revealed the pump was working well. The distal segment of the catheter was determined as being sheared off as it went into the intrathecal space. It was further noted that they were unable to retrieve the segment that was sheared off, as it would have required a laminectomy. The facility was noted as having kept the portion of the sheared catheter that was explanted; and the pump "remained intact and was used". It was indicated as being unclear of when the catheter break occurred, which "apparently" caused the discrepancy.

Event description:
It was reported that when a pt first had her pump implanted, her pump alarm kept sounding. She was advised that it was due to the pump having been "stored near a magnet". Per the reporter, the pt stated that the pump alarm has stopped "awhile ago". On (B)(6) 2011, it was reported that the pt's pump had a volume discrepancy problem. The actual residual volume (arv) was 1 ml and the expected residual volume (erv) was 4 mls. The pt experienced pain "close to her last refill". A healthcare provider indicated that the pt's pump had volume discrepancies the past few refills and that it indicated it had "over-infused." The plan was for the pt to have the next pump refill a week earlier than usual. The pt experienced a change in therapy effect: during the night of (B)(6) 2011, the pt experienced excruciating pain. Per the reporter, it seemed like the pt had "good days and then some bad ones" with regards to pain. The reporter also stated the hcp advised the pt she may need a new pump. A (B)(4) study was performed, and the roller appeared to move. A (B)(4) study was attempted, but they could not aspirate through the side port. It was indicated that the pt experienced pain relief "on and off", but had not had any changes in symptom control for her spasticity management. The medication administered via the pump was lioresal (baclofen injection) at a concentration of 500 mcg/dl and a daily dose of 157.27 mcg/day.

Manufacturer narrative:
Catheter model 8709c, lot #n175906020: implanted (B)(6) 2009, explanted (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).